Event description:
It was reported that malfunction 12 occurred with no notable events prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, and they acknowledged this guidance.